Manufacturer narrative:
A cracked reservoir tube lip, scratched case and minor scratches on the display window were noted during the visual inspection. The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk.

Event description:
Customer reported a compromised force sensor system. The customer stated insulin was squirting out during a manual prime. Customer also stated the pump piston continued to move forward after reservoir contact. There were also no alerts or numbers appearing on the screen, therefore priming was not possible. The customer also stated the drive support cap appeared to be damaged. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.